Event description:
Problems noted or suspected: lupus, implant rupture/leakage, arthritis with symptoms, muscle fatigue, and and finger swelling, tout/thick skin on feet and legs, skin rashes, severe breast tenderness, fatigue and depression, general aching and stiffness, coldness and pain of extremities, weight gain, malposition of right implant, implant migration to under arm, tired all the time, unable to do anything.